Event description:
It was reported that the patient believed their canal-filling segmental stem had loosened. The surgeon took x-rays of the patient and radiographically, there did not appear to be anything wrong with the implants. A revision surgery was scheduled for (B)(6) 2021. The patient endured a stroke and the case was cancelled and has not been rescheduled. Multiple attempts have been made to obtain to try to obtain additional information.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged implant loosening could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: h3: device evaluated by manufacturer updated to no; h6: type of investigation code updated to 4111: communication/interviews; h6: type of investigation code updated to 4110: trend analysis; h6: type of investigation code updated to 4114: device not returned; h6: type of investigation code updated to 4117: device not accessible for testing; h6: investigation findings code updated to 3221: no findings available; h6: investigation conclusions code updated to 4315: cause not established.

Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the patient's canal-filling segmental stem loosened. The patient was scheduled to undergo a revision surgery on (B)(6) 2021. This revision surgery was cancelled due to the patient's health condition. The revision surgery has not been rescheduled yet. No additional information regarding this adverse event has been provided.